Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol was exchanged due to the patient having difficulty with and being unhappy with the lens. The lens was replaced with a different model and power. Additional information was provided by the initial reporter, that in the surgeon's opinion, the iol did not cause/contribute to the event; however, there was no explanation given for the reason for the iol exchange.